Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2020-14058, related manufacturer reference number:2017865-2020-14059. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator, the right ventricular lead, and the left ventricular lead exhibited noise and the device exhibited myopotential oversensing. Programming changes were performed. The physician requested an at home interrogation of the patient¿s device. Noise was unable to be reproduced. Programming changes were performed. The patient called stating they received a shock. On (B)(6) 2020 the device and the right ventricular lead were explanted. The patient was in stable condition.